Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Attachment: user facility medwatch was received on (B)(4)2014. The report number is (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility medwatch was received that stated the following: "a post cardiac arrest patient was having vasopressors infusing. The pump turned to "white screen" stating "device malfunction". The device would not allow a shut down or restart. The emergency release valve on bottom of pump was not there to engage so we could not eject the vasopressors to put on a new pump. We had to emergently obtain a new pump, tubing, and new drips. The patient's blood pressure dropped from 140's to 60's systolic. Once the vasopressors restarted, the patient recovered. What was the original intended procedure? Infusion of vasopressors device usage problem: device malfunction - that is, the device did not do what it was supposed to do." Upon further query the following information was provided that indicated, the device alarmed with a whitescreen error. The device was programmed in the medical intensive care unit to deliver an unspecified blood pressure medication. No specific programming parameters were provided. At an unspecified time the device alarmed with a whitescreen error. After approximately 15 minutes the device, tubing set and medication container were replaced and therapy was resumed. It was reported after the device was replaced the patient's blood pressure went back up to an unspecified reading. Though requested no additional information was provided.